Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a low ma error message. Per the fe, because of depleted batteries, this message was not bypassable and therefore resulted in a no-xray situation. There was no patient injury or death reported.